Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on december 28, 2016 that a flexiva 365 laser fiber was used during a ureteroscopy with holmium laser procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, when the physician pressed down the foot pedal of the laser, 1-2 millimeters from the tip of the fiber broke off inside the kidney. The physician attempted to remove the broken tip but it was not recovered. The physician thinks that the broken tip was smaller than most stones left inside the patient and expects that it would pass out through the stent. The stent was placed was a part of the planned procedure. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a ureteroscopy with holmium laser procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, when the physician pressed down the foot pedal of the laser, 1-2 millimeters from the tip of the fiber broke off inside the kidney. The physician attempted to remove the broken tip but it was not recovered. The physician thinks that the broken tip was smaller than most stones left inside the patient and expects that it would pass out through the stent. The stent was placed was a part of the planned procedure. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.